Manufacturer narrative:
Based on the claim against the universal surgical manipulator (usm) by the customer, an investigation will be completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the instrument to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The root cause is attributed to improper customer setup. Based on the technical support engineer (tse) notes, the system issue was due to a loosely connected, improperly seated, or disconnected sterile adapter and instrument. It can be resolved by reseating the instrument.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the abex clinical sales representative (csr) called to report that the instrument installed on the universal surgical manipulator (usm) 4 disengaged by itself during the procedure. It was in use and suddenly disengaged from the sterile adapter and was automatically extracted all the way out through the insertion axis. The patient was not injured but the caller was worried about this unexpected behavior. The technical support engineer (tse) has verified the error logs and found some errors, none were customer facing, pointing to an improperly seated sterile adapter and instrument. The caller stated that they did not have any system indication stating that this could be the case and was worried about this behavior on similar situations if the affected instrument is holding critical tissue (it was not in this case). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. The customer had a cadiere forceps was installed on the arm when the issue occurred. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv) while the surgeon was attempting to manipulate instruments from the surgeon side console (ssc). There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions and the release lever was not accidentally hit by anyone prior to the event. The instrument and drape are not being returned. The customer reinstalled just the instrument and the issue was resolved. There were no patterns identified by the customer. No images or patient demographics available.